Event description:
The customer reported having low blood glucose of 40mg/dl and the paramedics were called. The customer's blood glucose at time of the call was 150mg/dl. Troubleshooting was performed. All the programming on insulin pump was correct. The customer stated that the bolus history revealed only one bolus for the day before, but she remembered bolusing more than once. The status screen matched the amount of insulin in the reservoir. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.